Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ refill needle, product type: accessory. (B)(4).

Event description:
Information was received from healthcare provider (hcp) in regards to a patient who was being treated with an unknown medication (unknown concentration, dose and lot number) via an implanted pump. The pump's indication for use (IFU) was unknown. The patient's medical history and concomitant medications were not reported. The hcp reported that he was filling a pump and the patient reportedly had a drip of unknown fluid come out of the needle puncture site after a refill. The patient required a narcan drip and was admitted. The patient became sedated after some time in the hcp's office and was sent to the hospital. It was noted that the hcp uses the device manufacture's refill kits, non-coring needles and the hcp did not believe that it was serous fluid. Additional information has been requested regarding medication the device was infusing; patient's medical history; concomitant medications; diagnosis for use; identifying information; and the date the patient first experienced the leaking, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.